Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("auto-immune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("recurrent headache"), visual impairment ("vision disorder"), back pain ("quasi permanent lower back ache"), myalgia ("muscular pain"), arthralgia ("joint pain"), fatigue ("permanent fatigue"), urinary tract infection ("urinary tract infection"), fungal infection ("mycosis"), candida infection ("candida"), disturbance in attention ("concentration disorder") and memory impairment ("memory disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, headache, visual impairment, back pain, myalgia, arthralgia, fatigue, urinary tract infection, fungal infection, candida infection, disturbance in attention and memory impairment outcome was unknown and the autoimmune disorder had not resolved. The reporter provided no causality assessment for arthralgia, autoimmune disorder, back pain, candida infection, disturbance in attention, fatigue, fungal infection, headache, memory impairment, myalgia, pelvic pain, urinary tract infection and visual impairment with essure. The reporter commented: she has severe difficulties to handle everyday life. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 9.934 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.